Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient presented with following pre-op diagnosis: lumbar stenosis with neurogenic claudication and pain secondary to instability, scarring and stenosis at l4-5 and l5-s1. Patient underwent following procedures: l4, l5 and s1 laminectomy. Arthrodesis l4, l5 and s1 for transverse process fusion. Fixation using pedicle screws at l4, l5 and s1 (segmental). Bone graft obtained through the same incision as well as the use of rhbmp-2/ acs. Use of fluoroscopy for localization and placement of the screws incision. Use of fluoroscopy and impedence monitor to evaluate position of screws and relationship of the screws to the nerves. Per op-notes: ¿¿.we left the screws at s1 out initially so that we could get a good fusion preparation. It would be difficult to because of his size and having the screw in there at the same time. We then prepared the transverse processes for fusion at l4-5 and s1. We placed the rhbmp-2/acs and the bone graft material from l4, l5 and s1 and then placed the screws back into position. At each time we checked the position of the screws with the impedence monitor and the x-rays¿¿ patient tolerated the procedure well without any complications.